Event description:
Customer reports meter has no power. Customer replaced batteries and found meter still had no power. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent. Manufacturer's evaluation department found the lcd of the meter was observed to be crackled and the meter did not power on. Based on historical failure analysis, the "crackled" appearance of an lcd has been due to a heat source. According to the manufacturer's evaluation department, although in the past it has been seen the heat source to be typically an external heat source, there is the possibility that the heat source could have been due to an internal electrical short.